Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a difficulty charging the ipg as it had to be charged more frequently. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.